Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid/moisture as pump in washer.customer states the pump is vibrating without an alarm or alert. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.